Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 520 mg/dl. The customer had no symptoms; customer's blood glucose value was 520mg/dl at the time of the call. Customer reported that the high blood glucose levels have being high did not contact their healthcare professional. (Customer declined to troubleshoot for high readings.) Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings could not be troubleshoot as customer declined. They run the self test and passed it. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was no returned for analysis.